Manufacturer narrative:
Device is a combination product. Age at time of event: above 18 years and older. Device evaluated by MFR.:promus premier ous mr 28 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the mid-stent and proximal regions lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24feb2020. It was reported that crossing difficulties were encountered. The 98% stenosed, eccentric, de novo target lesion was located in the mildly calcified vessel. A 28 x 3.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.